Event description:
Description of event: information was received from a patient (pt) regarding an external device. The reason for call was patient reported their device where they adjust the settings was broken when agent was about to transfer the patient to the correct department. Patient said they have spinal cord stimulator device that goes to their ankle. Agent had difficulty understanding the patient. Patient clarified that their implant was working and it was just the external device. Agent told patient to describe what their external device looks like. Patient said the external device was an 'apple ipad' device and it was not working. Patient didn't know who's the manufacturer of the implant. Agent reviewed information. Agent redirected patient to their healthcare provider to check on what company handles their spinal cord stimulator device. Agent didn't obtain event date and healthcare provider information because the spinal cord stimulator ins is another manufacturer's ins. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).